Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 590 mg/dl, at the time of incidence. Customer was treated with insulin drip. Customer reported that they had vomiting and mental state. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to diabetic keto acidosis as well as hyperglycemia on (B)(6) 2020.